Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2014 with the following: a review of the pump¿s black box history showed that two unexplainable power reboots were recorded on (B)(6) 2014 immediately after clearing a replace battery alarm. The battery compartment was intact; no damage was observed. There was no evidence of moisture contamination found inside the battery compartment. The returned battery cap was able to be fully secured to the pump. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint that the pump lost power was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump lost power. It was noted that a new battery was inserted and the pump regained power. Reportedly, no replace battery alarms or unconfirmed call service alarms were found in the alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.